Manufacturer narrative:
(B)(4). The clip delivery system (cds) was reported as being discarded. The analysis of this complaint will be an assessment of the manufacturing records and information provided by the reporter to abbott vascular. Potential causes for the reported detachment of the clip are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology / pathology, associated comorbidities, and disease state), user technique and procedural conditions (excessive tension on the device during procedure). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database identified no other incidents associated with the reported lot. There were no reported device issues while functionally inspected the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the detachment of the clip may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, inadequate grasping of the leaflets, or user technique during clip deployment. In this case, the information provided in the case details stated that during the implantation of the second clip, both ends of the gripper line were inadvertently held while pulling the gripper line for removal, causing the clip to detach from the leaflets. No damage to the leaflets could be determined, and the clip (attached to the gripper line) was pulled to the tip of the steerable guide catheter. During removal, the clip became caught in the subcutaneous tissue, and was removed surgically. It should be noted that in the mitraclip system electronic instructions for use warns the user that pulling the gripper line too quickly or with excessive force may raise the grippers, resulting in device damage and/or compromise leaflet capture and insertion. In this case, the clip detaching from the leaflets was attributed to the physician inadvertently pulling both ends of the gripper line during gripper line removal. The reported difficulty in removing the clip was associated with the clip being caught in the subcutaneous tissue during removal, and is attributed to procedural conditions. There does not appear to be any evidence of a product quality deficiency associated with the device. The patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Per the physician, due to the extensive and complex patient anatomy, the mr grade remained at 4 at the end of the procedure; the unchanged mr was associated with patient anatomy / procedural conditions, and there does not appear to be a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
This report is filed as after the clip was inadvertently pulled off the leaflet, the device was difficult to remove from the subcutaneous tissue in the leg and a surgical cutdown was performed to remove the device. It was reported that during a mitraclip procedure, one clip was implanted. During the implantation of the second clip, while removing the gripper line to deploy the clip, both ends of the gripper lines were inadvertently held while being pulled which caused the clip to detach from the leaflets. It could not be determined if damage to the leaflets occurred. The clip was pulled with the gripper line to the tip of the clip delivery system (cds) and the cds was then retracted up to the steerable guide catheter (sgc). The clip was then pulled up to the tip of the sgc. The cds and sgc were removed from the anatomy as one unit. During removal, the atrial septum did not appear to be damaged but the clip became stuck in the subcutaneous tissue in the leg and a surgical cutdown was performed to remove the device. The access site at the groin was then surgically closed. Due to the extensive and complex valve anatomy, the degenerative mitral regurgitation grade remained at the preprocedural grade 4. Post procedure, the patient was extubated and was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, mitraclip (x1). (B)(4) -unchanged mitral regurgitation grade. Pulling both ends of the gripper line simultaneously. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.